Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure the physician used a protege 6x20 to treat an instent restenosis located in the sfa of the right leg (r-1). Approx. 5 months later post index procedure the patient was treated with two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg (r-1). Device was successful. Approximately 11.5 months the patient had instent restenosis (95%) of right sfa (r-1). The patient was treated 3 months later with ballooning pta and in.pact admiral. Approximately 23 months post deployment of the stent, the patient suffered restenosis in the right sfa. The patient was treated with pta in the right limb approximately 24 months later with a pacific device.